Manufacturer narrative:
The light disconnected from the articulating arm due to improper maintenance. The unit is assembled with friction screws and is adjusted at the factory prior to shipment. The end-user is not to adjust the screws as it may result in the head disconnected from the arm. This warning is clearly stated within the instructions for use.

Event description:
Light disconnected from articulating arm. No injuries occurred.